Manufacturer narrative:
This report is related to report #3004939290-2023-03373 complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) came apart upon shuttling down and returning back to start. Upon retracting the balloon, they noticed the end of the device that shows white/black/white was going in the device, signifying the balloon was deflating. The balloon deflated as the black wire became disconnected after trying to lock (attach the shuttle to the black handle). When they shuttled back up, the device wouldn't connect and the whole system pulled out. They tried a second device from the same lot and it happened again. It is suspected that the sheath compromised the balloon. There was no reported patient injury. The user was trained to the device. The device was properly stored and opened in a sterile field. A 6f non-cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. Inflation of the balloon was attempted but not able to be inflated. It is suspected, but not confirmed, that upon introducing the balloon through the sheath, they caught a burr and had a slow leak. (B)(4). : the second device reported was not returned for analysis. The product history record (phr) review of lot f2313002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-balloon loss of pressure¿ and ¿catheter-catheter detachment¿ could not be confirmed for the second device reported as it was not returned for analysis. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review and product analysis, access site vessel characteristics and/or concomitant device factors (it is suspected that the sheath compromised the balloon) may have contributed to the reported balloon loss of pressure event reported since damages in the balloon typically occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Additionally, procedural/handling factors may have contributed to the disconnection of the black wire reported. According to the IFU, which is not intended as a mitigation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Also stated in the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This report is related to report #3004939290-2023-03373. After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h2, h3, h6, and h10 a review of the manufacturing documentation associated with lot f2313002 presented no issues during the manufacturing process that can be related to the reported event. This device is now reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) came apart upon shuttling down and returning back to start. Upon retracting the balloon, they noticed the end of the device that shows white black white was going in the device signifying the balloon was deflating. The balloon deflated as the black wire became disconnected after trying to lock (attach the shuttle to the black handle). When they shuttled back up, the device wouldn't connect and the whole system pulled out. They tried a second device from the same lot and it happened again. It is suspected the sheath compromised the balloon. There was no reported patient injury. The user was trained to the device. The device was properly stored and opened in sterile field. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. Inflation of the balloon was attempted but not able to be inflated. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. It is suspected, but not confirmed, that on introducing the balloon through the sheath, they caught a burr and had a slow leak. One of the two used devices will be returned for evaluation, as well as a box.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) came apart upon shuttling down and returning back to start. Upon retracting the balloon, they noticed the end of the device that shows white black white was going in the device signifying the balloon was deflating. The balloon deflated as the black wire became disconnected after trying to lock (attach the shuttle to the black handle). When they shuttled back up, the device wouldn't connect and the whole system pulled out. They tried a second device from the same lot and it happened again. It is suspected the sheath compromised the balloon. There was no reported patient injury. The user was trained to the device. The device was properly stored and opened in sterile field. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. Inflation of the balloon was attempted but not able to be inflated. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. It is suspected, but not confirmed, that on introducing the balloon through the sheath, they caught a burr and had a slow leak. The two used devices and a box will be returned for evaluation.

Manufacturer narrative:
This report is related to report #3004939290-2023-03373. The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.